Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt lead 1- wire broken at the connector. The root cause for broken wire could not be positively identified. No adverse event resulted from the damaged belt.